Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 devices were received. Additional information: 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 events for the failure: fluid/blood leak. 4 events had problem identified before clinical use/exposure; there was no patient involvement. 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99041. Supplemental rationale, corrected data: b5, h6, h11. 6 previously reported events were included in this follow-up record. Product return status, 6 devices were received. Evaluation findings (results/components), 6 devices: no device problem found / part/component/sub-assembly term not applicable. Product disposition, 6 devices: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 6 events for the failure: fluid/blood leak. - 4 events had problem identified before clinical use/exposure; there was no patient involvement. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.